Event description:
It was reported by service report that the zoom surges while in steer due to the drive motor assembly being out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.